Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: leakage was observed after starting injection of anti-cancer drug. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used valve without packaging was returned for evaluation. Visual examination of the valve noted 2 vertical cracks on the female threads. The valve was leakage tested per specification with failing results as leakage was noted at the location of the cracks. The returned valve confirmed the reported defect of leaking valve. Five (5) retains were visually and physically tested per specification with passing results. The retains met specification. Due to complaints of this nature, a stop ring was added to the caresite valve; however, the reported lot number was manufactured prior to this valve change. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.